Manufacturer narrative:
Continuation of d10: product ID: 977a275, lot# / serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead; product ID: 977a275, lot# / serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: lead; product ID: 97791, lot# / serial#: unknown, product type: accessory; product ID: 97791, lot# / serial# unknown, product type: accessory. H3: analysis of the lead 977a275, serial# (B)(6) found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the implantable neurostimulator (ins) 97715 serial# (B)(6) found that the ins passed functional testing. Analysis of the lead 977a275, serial# (B)(6) found that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 17-dec-2028, UDI#: (B)(4); product ID: 97 7a275, serial/lot #: (B)(6), ubd: 17-dec-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with the implantable neurostimulator 97715 intellis adaptivestim pain and lead 977a275 5mm compact 1x8 magnetic resonance imaging (MRI) experienced a return of pain, pain at the neurostimulator site, unwanted stimulation in an undesired location, and lead migration. The patient was treated for pain at the neurostimulator site and unwanted stimulation. Device revision was performed successfully. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Devices were returned to manufacturer.